Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent right ventricular undersensing was observed on the device. Initial programming changes were made but did not resolve the issue and the patient reported palpitations. Oversensing of far r wave on the atrial channel was also observed. Further programming changes were made to avoid the far r oversensing and address the under-sensing. The programmed changes seemed adequate. There were no patient consequences.